Event description:
A customer contacted beckman coulter inc. (Bec) regarding one troponin (accutni) result at the ami cut-off with a value of 0.50ng/ml generated by the access 2 immunoassay system for one patient. The sample was repeated on this instrument in duplicate producing negative results of 0.00 and 0.01ng/ml. The sample was also repeated on a backup instrument with negative results of 0.01 and 0.01ng/ml. The erroneous results were not reported outside of the laboratory and there was no report of patient injury or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Per customer, some of the problematic samples contained fibrin however, it is unknown if this particular sample did. No additional sample information was provided. Qc was within range prior to this event. A field service engineer (fse) was dispatched on-site (B)(4) 2011 for this event. Fse visually inspected the analyzer components and did not note any issues. Fse then performed a system check which passed and a 50 replicate accutni precision run recovered within specifications. A clear root cause for this event could not be determined.